Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. Removed the sensor plug and inspected the plug assembly and no failure mode observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "dry mouth and felt unwell". The customer was unable to self-treat and had contact with a healthcare professional (hcp) who administered intravenous insulin (type and dose unknown) for the diagnosis of diabetic ketoacidosis (dka). Additionally, the customer was provided glucose and potassium for further treatment. There was no report of death or permanent impairment associated with this event.